Manufacturer narrative:
To date, the device has not been returned. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high frequency electrosurgical unit experienced an e006 temporary failure error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the root cause of the suggested event could not be specified, it is likely that the e006 error message is related to an increased resistance between the electrodes of the generator. Error e006 may be provoked in other cases as well. The following causes have been identified: tissue build-up on the electrodes, the instrument is in a gas bubble during activation, increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable, increased contact resistance due to defective contacts in the working element or the connection cable, increased contact resistance due to defective contacts in the universal socket, e.g. Due to corrosion. Olympus will continue to monitor field performance for this device.